Manufacturer narrative:
The exact dates of the events are unknown. The valves were not returned to edwards lifesciences for evaluation as the valves remain implanted. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Although the exact cause of the events cannot be confirmed, investigation results suggest/indicate, in addition to procedural factors (valve placement, valve oversizing), patient factors (coronary ostium height, valvular calcification, pre-existing cad) may have contributed to the coronary occlusion¿s and subsequent intervention. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference to article: eitan, a., witt, j., stripling, j., haselbach, t., riess, f.c., schofer, j. (2018). Performance of the evolut-r 34 mm versus sapien-3 29 mm in transcatheter aortic valve replacement patients with larger annuli: early outcome results of evolut-r 34 mm as compared with sapien-3 29 mm in patients with annuli > 26 mm. Catheterization cardiovascular interventions. Retrieved from: https://doi.org/10.1002/ccd.27588.

Event description:
As reported by our affiliate in (B)(6) and through an article, ¿performance of the evolut-r 34 mm versus sapien-3 29 mm in transcatheter aortic valve replacement patients with larger annuli: early outcome results of evolut-r 34 mm as compared with sapien-3 29 mm in patients with annuli > 26 mm¿, between february 1, 2014 to august 19, 2017, 29 mm sapien 3 valves were implanted in 55 consecutive patients and 34 mm evolut-r valves were implanted in 37 consecutive patients. During a transfemoral tavr procedure, coronary artery occlusion requiring intervention was reported for two patients. Details on the event and actions taken were not provided. Native annular diameters measured larger than 26 mm by ccta or echocardiography. Lvot calcification was ¿not severe¿ in all patients.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.